Manufacturer narrative:
Device review could not confirmed the reported complaint as the device was not returned for review. A review of the manufacturing documentation for lot # 318408 did not highlight any anomaly which could contribute to this reported event. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. A similar batch review was performed. No further complaint were received specific to lot # 318408. There is no evidence of a potential processing, design or use failure associated with this complaint. The device was not returned for evaluation. Based on the complaint review and the event description for this complaint, two root cause classification codes are assigned to this complaint, these being 'anticipated procedural complication' (vessel dissection and thrombus) and 'operational context (tip damage)'. Anticipated procedural complication is defined as where the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling' while operational context is defined as the complaint being associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited. The event description states difficult to introduce the introducer due to the 'presence of calcium' and 'high resistance'. After some attempts, the physicians noticed that the introducer was damaged on the tip of the sheath. The device was not returned for this complaint. It is probable that the presence of calcium resulted in the high resistance which is likely to have resulted in the damage to the tip. Based on a review of the fmeas, this as reported classification is not a new or unanticipated failure mode and therefore no updates to the risk documentation is required at this time. Creganna medical will continue to monitor occurrence rates per the risk documentation. There is no requirement to escalate this complaint to the quality management team. Based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
Per cnf: lotus 25mm implanted. Difficult introducer (lis-l) introduction because of the presence of high resistance. After some attempts the physicians noticed that the introducer was damaged on the tip of the sheath and it has been changed with another one. The second introducer had been introduced without problems. The valve had been successfully implanted. No final pvl. No gradient. At the end of the procedure and during vessels closure, a small femora aortic dissection has been noticed probably related other presence of calcium and to the difficulty introduction of the first introducer. The problem has been successfully solved using a balloon. After that a problem along the superficial femoral artery was noticed probably a thrombus. The only action taken in this case was observation. The physicians did not know the cause of that event. At last information, the patient was stable wand under observation. Lotus 25mm implanted. Difficult introducer (lis-l) introduction because of the presence of high resistance. After some attempts, the physicians noticed that the introducer was damaged on the tip of the sheath and it has been changed with another one. The second introducer had been introduced without problems. The valve had been successfully implanted. No final pvl. No gradient. At the end of the procedure and during vessels closure, a small femora aortic dissection has been noticed probably related other presence of calcium and to the difficulty introduction of the first introducer. The problem has been successfully solved using a balloon. After that a problem along the superficial femoral artery was noticed probably a thrombus. The only action taken in this case was observation. The physicians did not know the cause of that event. At last information, the patient was stable wand under observation.